Event description:
Reference # imp (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed ps tibial insert size 4 thickness 12: code (B)(4)/lot 104111 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twelve items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related, but it is highly likely due to a wrong selection of the thickness of the liner during the primary surgery.